Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lots 1805139 and 1811503, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Fragmentation testing was reviewed for the lots involved, results found to be acceptable. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available information we are not able to identify a definitive root cause at this time.

Event description:
It was reported that foreign matter occurred with a protector p55. The following information was provided by the initial reporter, "my technicians are telling me they are having a real hard time with cetuximab and coring. They have tried both types of vial adaptors, but have experienced it with both. The solution is very difficult to filter as it is very thick. Any ideas, suggestions, solutions?" Follow up information states, I find we get coring after multiple punctures for the trastuzumab because you end up puncturing the vial 3 times if not more just to get you required volume, for the cetuximab if it¿s our supply we have multiple punctures to the vial because there is overfill so we make sure to get everything out of the vial but if its patient¿s own and will be wasted anyways there aren¿t multiple punctures but regardless there is coring in at least 1 out of the 5 vials being used if not more."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1805139, medical device expiration date: 2023-04-30, device manufacture date: 2018-05-24. Medical device lot #: 1811503, medical device expiration date: 2023-10-31, device manufacture date: 2023-10-31. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a protector p55. The following information was provided by the initial reporter, "my technicians are telling me they are having a real hard time with cetuximab and coring. They have tried both types of vial adaptors, but have experienced it with both. The solution is very difficult to filter as it is very thick. Any ideas, suggestions, solutions???" Follow up information states, I find we get coring after multiple punctures for the trastuzumab because you end up puncturing the vial 3 times if not more just to get you required volume, for the cetuximab if it¿s our supply we have multiple punctures to the vial because there is overfill so we make sure to get everything out of the vial but if its patient¿s own and will be wasted anyways there aren¿t multiple punctures but regardless there is coring in at least 1 out of the 5 vials being used if not more."